Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery. It is unknown when the reported condition occurred; however it occurred in the biomed service department. It is unknown if there was patient involvement. No patient injury or medical intervention occurred. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.